Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100-150 units of insulin during the load sequence. The customer experienced a low blood glucose (bg) level. Bg value not provided. Customer consumed carbohydrates to address bg. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.